Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) was noted to have passed out for unknown reasons. Boston scientific technical services (ts) advised the patient follow-up with their physician. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.